Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the images were not shown due to a failure in the patient board set (substrate). In addition, there were no problems with the power supply of this device, and no events that could not be turned on could not be identified, so the root cause could not be identified. There was a delay of 15 to 20 minutes to solve the problem, but there was no health hazard to the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following: software was out of date at version 3.01, needed to be 4.10, there was no image with the 180 scopes due to a faulty patient board set. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center is electrically dead, it does not do anything. The issue occurred during the therapeutic endobronchial ultrasound bronchoscopy procedure, which was completed with a similar device and a 15 to 20 minute delay. There were no reports of patient harm.